Manufacturer narrative:
Evaluation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. No significant warming was noticed away from the jaws during activation. The device passed hipot testing. All testing showed that the device functioned satisfactorily, without any sign of unexpected overheating that could possibly cause thermal burn. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during glossectomy, the surgeon has activated the device inside the oral cavity and he based the device on the patient¿s lips. The metal rectangle located on the jaws heated up and caused burns. The operator realized what happened after resecting the tongue. The scrub nurse checked the device on the wet gauze pad and she felt the heat coming from the metal rectangle of the device. The device was activated several dozen times; the surface they were working on was wet. Monopolar energy was also used but interchangeably. After this incident, they continued using the device for lymphadenectomy without any problems but not touching anything with this metal rectangle.